Manufacturer narrative:
(B)(4). The failure was not confirmed in the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, the tracheal tube cuff pressure declined by about ten cm. H2o. The cuff had been controlled every two hours. There is no reported patient harm associated with this event.